Event description:
It was reported by svc report that there was no power to the bed and the communication cable was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: strain relief, communication cable, disconnected power cord.